Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had occlusion alarms or absence of occlusion alarm when having high blood glucose values. The customer's blood glucose level was 26 mmol/l. Customer stated that changing set and reservoir did not solve the issue. The insulin pump will be returned for analysis.